Event description:
Country of complaint: (B)(6). Sutures are breaking or needle is detaching.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2015. Mfg site investigation: samples rec'd: 2 closed samples. There are no previous complaints of this code batch. Mfg and distributed;(B)(6)units of this code batch. There are no units in stock. Needle attachment and knot pull tensile testing of the 2 closed samples rec'd was performed and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill requirements. Corrective/preventive actions: not applicable.